Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a defective keypad buttons 0, 1, 2, 3 and setup occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The keypad was working properly. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad buttons 0, 1, 2, 3 and setup. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.